Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficulty to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the left anterior tibial artery. The 3.50x38mm esprit btk system was advanced however failed to advance to the target lesion and the shaft became kinked. The device was stuck on the non-abbott guide wire due to the kink in the shaft therefore the device was cut in order to remove it from the anatomy. The procedure was completed using atherectomy and balloon inflations. There were no adverse patient effects and although a delay was reported, it was not clinically significant. No additional information was provided.